Manufacturer narrative:
An event of difficult to fold, unfold or collapse (device deformity) was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed successfully. After removal of the steerable guide catheter, a bi-directional shunt was observed through the transseptal puncture. A 10mm amplatzer septal occluder was chosen for implantation utilizing 8f amplatzer torqvue delivery system. During deployment the occluder deformed into a cobra shape. The device was not released and was retracted and removed. Outside the patient the device was redeployed and no deformation was observed. The shunt by then had become only left to right so occluder placement was abandoned.